Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), a 3-5 millimeter imprecision was observed following a passing registration. It was noted that the error metric returned by the navigation system was 2.2 and that the surgeon followed the suggested protocol for patient registration. There was a reported delay to the procedure of less five minutes due to this issue as the surgeon attempted to re-register the patient. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.